Event description:
The distributor contacted animas on (B)(6) 2014 alleging the display was dim/faded/discolored. There was no reported impact to the patient associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 08/01/2014, animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on investigation, the pump powered on to the verify screen with a dim, discolored display. Unrelated to the original display complaint, the battery compartment was noted to be cracked from the threads to the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).